Manufacturer narrative:
There was no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The pump also had moisture damage on electronics, which was noted. The pump was received with a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that his insulin pump was soaked and wet. Customer stated that the keypad was unresponsive and he had received a button error alarm. Customer's blood glucose was 69 mg/dl at the time of the incident. Customer was caught in the rain and the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.